Event description:
Healthcare professional reported "Rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued: E.1. Zip Code: 70000 Phone number: (b)(4)This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture